Event description:
Baxter reported the "pt adapter came off from ti-adapter during use" with the transfer set. The transfer set had been in use for three months. This was noted after use with no pt injury or medical intervention reported by the complaint coordinator.